Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they've experienced a kicking sensation, like a baby kicking, ever since implant along with shortness of breath. The patient indicated they would go to the clinic for adjustments to be made and the stimulation or sensation will go away for a few months only to return. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.